Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 30mm amplatzer cribriform occluder was selected for implant using an amplatzer torqvue delivery system (9-itv10f45/80). During the procedure the device could not catch the aortic rim as the direction of the disc was perpendicular to the aortic rim, so the physician adjusted the direction of the delivery system and re-deployed the device. Upon deployment both the la and ra discs formed a doughnut shape. The device was re-sheathed and removed from the patient. The physician deployed the device outside the patient and again the discs formed a doughnut shape. The physician decided to upsize to a 35mm amplatzer cribriform occluder because the 30mm device did not seem big enough. Using the 10f delivery system, the first deployment was unsuccessful, during the second attempt the discs formed a doughnut shape again, but after the wiggle test the disc became acceptable. The 35mm amplatzer cribriform occluder was successfully implanted. The patient remained stable throughout the procedure and there was no clinically significant delay in the procedure. Reference manufacturing report number 2135147-2020-00147.

Manufacturer narrative:
Additional information for: g4, g7, h2, h6, and h10. An event of the device deploying deformed initially and an "unsuccessful" first deployment was reported. A more comprehensive assessment could not be performed since the device was not returned for analysis; however, two photos were received for analysis. Based solely on the aforementioned photos, the device appeared to initially deploy in a bulbous conformation inside the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Though the occluder reconformed to the correct shape during the procedure, initial deformity upon deployment was further investigated and no root cause was definitively established. However, a resolution plan aimed at addressing enhanced loading techniques as well as and an improved in-process inspection that better represents how a device is loaded and deployed during clinical use are being implemented.